Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in brazil it was reported that patient faced leakage in the catheter event on (B)(6) 2026. The blood glucose level was high and the patient was treated with pen. No further information available.